Event description:
The customer reported being hospitalized due to unexplained low blood glucose of 30mg/dl, and she was treated with glucose tablets. Troubleshooting was performed. The caller mentioned that the infusion set was changed the day before the event. The customer stated that she does not recall everything that happened. She stated that the local representative advised her husband to disconnect her from the insulin pump, and to call the paramedics for further assistance. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.